Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus and basal delivery. Customer experienced an elevated blood glucose (bg) level above 400 (mg/dl) and delivered an insulin injection. Due to the customer changing the infusion set and cartridge, troubleshooting with tandem technical support was unable to be performed to determine the source of occlusion.